Event description:
Related manufacturer reference number: 2017865-2022-04117. It was reported that a patient presented in-clinic for an unrelated, routine generator change. Upon interrogation, it was found that the right atrial (ra) lead was found to have over-sensing of noise, and the right ventricular (rv) lead was found to have low r-wave sensing and high capture thresholds. No other lead issues were reported. The rv and ra leads were capped and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
Related manufacturer reference number: 2017865-2022-04117. It was reported that a patient presented in-clinic for an unrelated, routine generator change. Upon interrogation, it was found that the right atrial (ra) lead was found to have over-sensing of noise, and the right ventricular (rv) lead was found to have low r-wave sensing and high capture thresholds. No other lead issues were reported. The rv and ra leads were capped and replaced on (B)(6) 2022. The patient was stable throughout.